Event description:
It was reported that the device had delivered inappropriate atp therapy during atrial fibrillation with rapid conduction. Reprogramming was discussed. The pt will be monitored at the next f/u.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance for the product and this report only represents an enhancement to the reporting criteria going forward.